Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working as expected.

Event description:
It was reported that during treatment the red light of the console came on, it was leaking from the versajet tubing and the versajet console, plus it was spraying from the headpiece all over the patient.